Event description:
Add'l info received on 10/17/2018. Access number: mw5079565. When I received the maude entry for this record, the event year is incorrectly recorded as 08/21/2017. The correct event date is (B)(6) 2018. All other info is correct.

Event description:
Cellvizio probe tip - visually confirmed present after edg procedure - was found missing during cleaning. Potentially this is a near miss pt exposure due to a probe tip failure for this MFR at our facility.